Manufacturer narrative:
(B)(4). The ventilator was investigated on site by our fse. The reported failure was reproduced and it was found that the expiratory channel pc board was faulty. The expiratory channel pc board was replaced. The pc board was not returned for investigation. The expiratory channel pc board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The conclusion is that the expiratory channel pc board was the cause of the safety valve test failure. We have not been able to determine the root cause of the failure since the pc board or device logs were not received for investigation.

Event description:
Manufacturer reference # : (B)(4).

Event description:
It was reported that the ventilator failed the safety valve sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).